Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level.